Manufacturer narrative:
(B)(4). The rt205 adult inspiratory heated breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: two rt205 adult inspiratory heated breathing circuits from lot 130424 were returned to fisher & paykel healthcare in new zealand for evaluation. They were pressure tested and subsequently submerged in a water bath to test for leak. Results: pressure test revealed that both of the returned breathing circuits exhibited leak and were out of specification. The water bath test showed that the leaks were through the connection between the lid and bowl of the water traps on both of the returned breathing circuits. A lot check revealed one other complaint of this nature for lot 130424. Conclusion: the breathing circuit water trap consists of a bowl and lid, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that any leak must have developed after the breathing circuits were released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The hospital correctly followed our user instructions and detected the leaks during a setup check before use on a patient.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that two rt205 adult inspiratory heated breathing circuits failed the leak test on a pb840 ventilator. These were found during the setup check and prior to patient use.